Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported during inspection at user facility that the battery housings have gap in the bottom which can cause leak. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during inspection at user facility, the battery housings have gap in the bottom which can cause leak. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, there is a gap on the housing, was unable to be confirmed and not failures were identified as the device was not available for investigation. Device was lost in transit.